Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while transporting a patient from (B)(6) to (B)(6) via flight , the cardiosave intra-aortic balloon pump (iabp) unit had low battery on the rescue pump, the pump was set with one battery in and the transport supply, the pump was plugged in during the flight. Flight crew contacted medical facility and were able to transfer patient to another balloon pump. Upon returning to the base the flight crew observed that the battery was actually showing four bars if charge and the crew was concerned that the battery apparently alarmed low battery but was indicating that it was almost fully charged. The unit was placed on the battery charger unit it indicated fully charged and it was ran for forty-five minutes. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) completed a full pm service and the batteries ran over 60 minutes each without issue. A full calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned unit to the customer and released for clinical service.

Event description:
N/a.